Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report: 1627487-2018-04832. It was reported that the patient experienced ineffective therapy due to auto reducing caused by high impedances on their lead. Reprograming was unable to provide resolution. As a result, the patient underwent surgical intervention to have their leads replaced. Note: it is unknown which lead is liable, as such both leads are being reported.